Event description:
It was reported that patient presented in clinic experiencing premature ventricular contractions (pvcs) and non-sustained ventricular tachycardia (nsvt). It was suspected that nsvt was caused by the docking button contacting the interventricular septum or tricuspid valve, possibly contributing to tricuspid regurgitation. Micro-dislodgement was also suspected following the implant procedure. The lp was explanted and replaced with the new device. Patient condition was stable.